Manufacturer narrative:
The eprom and interface control pcba returned for evaluation. After visual/physical examination the reported issue could not be confirmed because the parts were returned unused. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that the site took a spin and the image quality of the 3d spin was very poor and unusable, the image in 2d looked fine. The site mentioned that this was the first spin they have taken since the system was worked on and think that the issue is related to the service that was done. Imaging was aborted causing less than an hour delay in the procedure. No impact on patient outcome.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that the site took a spin and the image quality of the 3d spin was very poor and unusable, the image in 2d looked fine. The site mentioned that this was the first spin they have taken since the system was worked on and think that the issue is related to the service that was done. Imaging was aborted causing less than an hour delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site. The "h-vltg tank" was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The bench test failed and the resistance between filament coils failed. All other measured values passed including visual inspection. An electrical failure was found. The "pcba controller" was returned to the manufacturer for evaluation. After functional testing, performance testing and visual/physical examination the reported issue was confirmed. The controller was received with no "eprom". The eprom from the system was installed on the controller and installed in a known functioning system. The system booted and readied as expected. 2d and 3d images were acquired and the image quality was poor and grainy. The controller was faulty. An electrical failure was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. A manufacturer representative (rep) went to the site to test the imaging system and confirmed the reported issue. They replaced the ht controller and completed calibration with no issues. A system checkout was completed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that the site took a spin and the image quality of the 3d spin was very poor and unusable, the image in 2d looked fine. The site mentioned that this was the first spin they have taken since the system was worked on and think that the issue is related to the service that was done. Imaging was aborted causing less than an hour delay in the procedure. No impact on patient outcome.